Event description:
Last month, during a vertebroplasty procedure, the proceduralist had difficulty removing the stylet of a needle system. The procedure was completed as ordered an intended. It was unclear if this difficulty was a user issue or an operator issue. No harm to the patient. Needle separated from hub - mechanical fatigue possibly secondary to poor design or manufacturing. Needles reportedly being redesigned and rep informed me there have been some bad lots recently.